Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 345 mg/dl. The customer stated that the reason for the high blood glucose value was that they forgot to administer insulin after lunch. The customer stated that a few months ago they accidentally went into the swimming pool with the insulin pump still attached to them. The customer does not use the sensor feature. They were able to rewind the device. The customer also reported that over the past two months the insulin pump had alarmed other errors. The drive support cap appeared normal - recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump had minor scratches on the display window, a small crack on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump had moisture damage on the electronic assembly and a slightly corroded motor home switch.